Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the infusion set cannulas had been bending and the blood glucose ran high. The blood glucose reading was 429 mg/dl. The customer treated by changing the infusion set and delivering insulin with the insulin pump and declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test.